Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The first customer-reported alarm, after a patient cough, could not be confirmed in the alarm history but was reproduced during investigation testing with parameters that simulate a valsalva maneuver. The driver alarmed as expected when the cardiac output fell below the required level. The second customer-reported alarm, a fault alarm during a battery exchange, was confirmed via review of the driver's alarm history but was not able to be reproduced during battery exchange investigation testing. The driver passed all functional testing without anomalies or alarms and performed as intended. There was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited fault alarms on two different occasions while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited fault alarms, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited fault alarms on two different occasions while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.